Manufacturer narrative:
This event has also been submitted to FDA under manufacturer report #3002808486-2014-00001. All future medwatch reports concerning this event will be referred to in manufacturer report #3002808486-2014-00001. Manufacturer report#3002808486-2015-00159 will be closed/cancelled, as this is a duplicate report. (B)(4). Catalog # unknown as information was not provided but referred to as a cook celect filter. As catalog# is unknown it could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) 2013". Patient outcome: it is alleged that patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Catalog number unknown as information was not provided but referred to as a cook celect filter. As catalog# is unknown it could be either k061815, k073374, k090140, k112119, k121057 or k121629. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) 2013 at (B)(6)." Patient outcome: it is alleged that patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.